Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 04/20/2010, 04/22/2010, and 05/10/2010 by phone, fax, and mail. A completed questionnaire has not been received. Kuo I, myrowitz e, chuck r, schein o. Wavefront-guided photorefractive keratectomy to correct ametropia following aspheric restor implantation. J refract surg, 2009:25; 1111-1115. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "ametropia" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). In a journal article, a surgeon reported two pts (three eyes with ametropia following intraocular lens (iol) implant surgeries. Photorefractive keratectomy (prk) was performed on both pts to correct the refractive error and to attain better ucva. It was reported in the article that, post-prk, both pts have improved ucva. Additional info has been requested. There are three medical device reports associated with this event; this report is for the first pt, unilaterally implanted.